Event description:
It was reported that plunger movement error occurred during use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported that half way through the injection, the syringe or needle stops and no further medication will be delivered. Verbatim: nurse states that recently they use bd syringe bd regular bevel needle for injection with their patient's. She states that 15-20 times recently the patient was injected and 1/2 way through the injection the syringe or needle stps and no further mediation will be delivered. She states the needle and syringe are removed and the patient is needing to be stuck a second time for the injection." This complaint is for the syringe, and another complaint captures the needle.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger movement error occurred during use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported that half way through the injection, the syringe or needle stops and no further medication will be delivered. Nurse states that recently they use bd syringe bd regular bevel needle for injection with their patient's. She states that 15-20 times recently the patient was injected and 1/2 way through the injection the syringe or needle stps and no further mediation will be delivered. She states the needle and syringe are removed and the patient is needing to be stuck a second time for the injection." This complaint is for the syringe, and another complaint captures the needle.